Event description:
It was reported that during an unknown procedure, the tissue was cut but the washer was not. All of the staples were ¿unformed.¿ changed to another device to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4)- incomplete firing cycle, uncut washer - blemished. Conclusion: based on the photographic evidence and the event description, the belief is that the potential cause for the chd25a complication experienced was an interaction of tissue thickness, incomplete firing stroke, and/or counter rotation of the firing knob during firing. Hands on analysis of the device may provide the additional evidence needed to confirm the cause of the complication. The hands-ons analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.